Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Event description:
The customer's mother was reported via phone call that the insulin pump screen was blank. The customer's blood glucose was 70 mg/dl. The customer reported that the insulin pump was exposed to moisture. Customer reports there is fluid under the display. The troubleshooting was not performed for blank display and performed for moisture exposure. The customer was advised to discontinue the use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis